Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes mellitus and chronic kidney disease. The caller did not have further information. Unable to return the insulin pump for analysis as he did not know where it was.